Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the healthcare professional has "a heck of a time" finding ins when trying to connect with ins with communicator every time. The patient stated this has been going on since implant. The patient stated on call they were getting no device found when trying to communicate with ins. The patient confirmed they could feel ins when palpating ins on call. The patient confirmed communicator was placed directly on ins on skin. Patient services walked the patient through repositioning communicator on call and patient was still getting no device found. The patient confirmed communicator was not plugged into power supply on call. The patient stated they were near emi on call. The patient went to different room away from emi on call and stated they were still getting no device found. The patient noted the healthcare professional is eventually able to connect with ins, but the patient could not recall position the healthcare professional has communicator in when they find the ins. The patient mentioned on call they could feel stimulation and mentioned they don't usually feel stimulation. The patient continued to get no device found despite repositioning communicator on call and stated they had communicator pressed directly on ins. The patient did not have anyone else available to assist and said they will continue to try repositioning communicator. Patient services reviewed how to put device into MRI mode once the patient connects with ins. No symptoms were reported.